Event description:
It was reported that the patient had not been thriving, so on (B)(6) 2023 labs and tests were performed. A blood culture was positive for enterococcus faecalis. The patient was treated with intravenous antibiotics. On (B)(6) 2023 the patient passed away from a spontaneous intracranial hemorrhage. The patient had no neuro status. The patient's international normalized ratio was noted to be subtherapeutic at the time of the event. The patient's death was not thought to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the heartmate 3 lvas will not be returned for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists stroke, bleeding, infection, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.